Event description:
The international distributor of baxter cryocyte bags reported that rupture of a cryocyte container was observed druing thaw. 50 ml of cord blood in a dmso/dextran freezing medium were stored in the bag. The cryocyte container was placed directly into liquid nitrogen without pre-freezing in a controlled rate or fixed rate freeze. A metal cassette was used for freezing and storage and the duration of storage was less than three months. There were no patient/technician issues reported and the cell product was not infused into a patient. The customer discarded the ruptured cryocyte bag. The cordblood batch number for this bag is cb2566.